Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that two sealed boxes (12ea) and six sealed samples of product code 1915 were received for evaluation. Visual inspection of unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: could you please confirm the quantity of procedures that were affected by "suture breakage"? Could you please specify the quantity of devices that presented "suture breakage" during each procedure? What was being done when the sutures broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? Were there any patient consequences? Name and date of the procedure(s)? I have no more information that what has already been given. Attempts have been made to retrieve the device. To date the device has not been returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, it was reported by the distributor that the customer requests product return due to not being satisfied with the product. Customer stated half the sutures broke. No adverse patient consequences were reported. Additional information was requested.